Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102113) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information the patient alleged, "I used the philips respironics dreamstation for the past 4 years and most they have come out with a recall regarding their foam breakdown and off-gassing of carcinogenic chemicals (foam is actually in the airway path). Prior to this recall, in the past 3 months I have begun to experience chest pain and burning sensations after using this product-most notable upon waking and then waning over the course of the day". The patient did not specify medical intervention. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chest pain and burning sensation. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of serious patient harm or injury. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Section b1 was corrected for product problem. Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h was corrected and updated.

Manufacturer narrative:
The following correction has been updated in this report. Section "model number", "catalog item identifier", "serial number", "product UDI" in box d has been updated/corrected. Section "manufacture date" in box h has been updated/corrected.